Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was fractured. It was also noted that the patient was experiencing loss of simulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.